Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who assisted with resetting the pump, and the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the malfunction code appeared again, and they acknowledged and understood these instructions.